Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) race female patient underwent a breast surgery with an unspecified mentor saline breast implant and experienced postoperative right-sided deflation. The diagnosis was confirmed by physician upon examination. As a result, the patient has a scheduled explantation for their impacted device on (B)(6) 2019.

Manufacturer narrative:
Mentor became aware of an event detail that was submitted in error in the initial report submitted on (B)(6) 2019. The initial report indicated that the explantation will happen on (B)(6) 2019. The correct date is (B)(6) 2020. This supplemental has been updated accordingly. Manufacturer's reference number: (B)(4).